Event description:
Covidien received information that the physician experienced difficulties in detaching the axium prime detachable coil while performing an embolization treatment. The coil could not be detached with the instant detacher or via the manual method (an alternative detachment method presented in the instructions for use). As the coil was being pulled back into the catheter, it detached inside the catheter. The physician then removed the micro catheter from the patient with the coil stayed within the microcatheter. Another microcatheter was introduced and the coiling was completed without any issues. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted.the device will not be returned for analysis; therefore, the event cause could not be determined.(B)(4)

Manufacturer narrative:
The axium coil was returned for evaluation without its introducer sheath and the instant detacher. The pushwire was broken into three segments with the release wire pulled out and the most proximal broken segment was missing as it was discarded. The implant coil was already detached. The returned proximal broken segment was bent at approximately 7cm from the proximal end. The evaluation could not determine the cause of the event as the instant detacher and the broken pushwire segment with the break indicator were not returned; however, it is possible that the pushwire was broken at an incorrect location for manual detachment (via hypotube). This may have contributed to the reported event. The customer reported multiple attempts at manual detachment; however, the returned pushwire segments were not broken at the correct location for manual detachment. All parts of the returned segments of the pushwire which could affect detachment were found to be within specification. The implant coil likely detached subsequent to the pulling of the release wire during the manual detachment attempt. The cause for the bends in the pushwire and the damage to the implant coil could not be determined. All coils are 100% inspected for damages and irregularities during manufacture. Note: per the axium instructions for use (IFU), the user is instructed to break the pushwire distal to the break indicator for the manual method (via hypotube). (B)(4).